Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an irritation from the lifevest. The patient described the irritation as red, but no open skin. There was no alleged device malfunction. The patient's physician recommended an anti-fungal cream. The patient's medical outcome is unknown.